Event description:
It was reported that the handpiece continued to run while in safe mode during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the pc board and motor, which were each replaced along with other components.